Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was selected for use. However, after inserting the balloon for treatment on the lesion, the balloon ruptured at 6 atmospheres during inflation. The lesion was somewhat calcified and the procedure was completed with another 2.0 x 20mm maverick balloon catheter. There were no patient complications reported. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was selected for use. However, after inserting the balloon for treatment on the lesion, the balloon ruptured at 6 atmospheres during inflation. The lesion was somewhat calcified and the procedure was completed with another 2.0 x 20mm maverick balloon catheter. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 2.00mm x 20mm was returned for analysis. Visual / tactile inspection revealed that the balloon contained blood and was returned in a deflated state. No issues or damages on the hypotube shaft profile. A detailed microscopic examination of the balloon material identified a pinhole 1mm proximal from the distal markerband. No issues or damages on the tip profile. A microscopic examination of the markerband identified no damage. The device was attached to an encore inflation device. An attempt was made to inflate the balloon however a pinhole was located 1mm proximal from the distal markerband. The encore device verified before and after use using the druck gauge.